Event description:
Medication is not coming out from the syringe [product delivery mechanism issue] needle does not hold on to syringe/ issues with depo syringe [syringe issue] no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns adverse events of product delivery mechanism issue, syringe issue and no adverse event in a patient (gender, age and race not reported) from the united states. The patient's age at the time of experience was not reported. On 03-dec-2024, amneal pharmaceuticals received information from the nurse via telephonic call concerning above mentioned event experienced by the patient while on amneal's medroxyprogesterone acetate. The patient started therapy with medroxyprogesterone acetate injectable suspension150 mg in 1 ml (ndc: 70121-1480-2, batch no: 240155, expiration date: may-2026, serial number: (B)(6) (frequency and therapy date were not reported) for unknown indication. Concurrent condition, concomitant medications, smoker, alcoholic, allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use were not reported. It was reported that when they tried to administer the medication from the syringe, they observed that the medication was not coming out from the syringe. The reporter further stated that the needle does not hold on to syringe. Last action taken with medroxyprogesterone acetate to product delivery mechanism issue, syringe issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of product delivery mechanism issue, syringe issue and no adverse event were unknown. The reporter causality for the events of product delivery mechanism issue, syringe issue and no adverse event was not reported. This case was considered serious. The reportability of this case was expedited.

Event description:
Medication is not coming out from the syringe [product delivery mechanism issue] needle does not hold on to syringe/ issues with depo syringe [syringe issue], no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns adverse events of product delivery mechanism issue, syringe issue and no adverse event in a patient (gender, age and race not reported) from the united states. The patient's age at the time of experience was not reported. On 03-dec-2024, amneal pharmaceuticals received information from the nurse via telephonic call concerning above mentioned event experienced by the patient while on amneal's medroxyprogesterone acetate. The patient started therapy with medroxyprogesterone acetate injectable suspension150 mg in 1 ml (ndc: 70121-1480-2, batch no: 240155, expiration date: may-2026, serial number: (B)(6) (frequency and therapy date were not reported) for unknown indication. Concurrent condition, concomitant medications, smoker, alcoholic, allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use were not reported. It was reported that when they tried to administer the medication from the syringe, they observed that the medication was not coming out from the syringe. The reporter further stated that the needle does not hold on to syringe. Last action taken with medroxyprogesterone acetate to product delivery mechanism issue, syringe issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of product delivery mechanism issue, syringe issue and no adverse event were unknown. The reporter causality for the events of product delivery mechanism issue, syringe issue and no adverse event was not reported. This case was considered serious. The reportability of this case was expedited. This significant follow up (#1) information received on 21-feb-2025. New information received includes qa investigation report attached with this case. During the investigation it is confirmed that: aseptic filling and visual inspection processes of batch 240155 were conforming. No record found in relation to the problem statement, dose control ipcs reviewed and confirmed to be compliant. The related material batches used on the manufacturing of batch are compliant and have been used for the manufacture of other released final units. Retention and reference samples are compliant. Batch record documentation with no issues. Inspection of panicles and visible defects with no anomalies. Stability results reviewed with no detected issues. Qc release testing (and specifically ccit, container content, gliding force and break loose) reviewed with compliant results. Apr reviewed with no issues. After finishing investigation, it was concluded that issue is not likely to have occurred during manufacturing process performed in farmalan premises. Bearing in mind all the previous information, batch 240155 maintains its status as conforming as it has no impact on product quality, efficacy or safety. The units that are in the market and that have already been released are not impacted for this complaint. Last action taken with medroxyprogesterone acetate to product delivery mechanism issue, syringe issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of product delivery mechanism issue, syringe issue and no adverse event were unknown. The reporter causality for the events of product delivery mechanism issue, syringe issue and no adverse event was not reported. This case was considered serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.